Event description:
The manufacturer received info alleging a ventilator fails to charge its internal battery. The device was not in pt use.

Manufacturer narrative:
A ventilator was returned to the manufacturer for eval and the customer complaint was confirmed. The device's internal battery was replaced to address the issue.